Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported drainage and pain from the driveline exit site beginning on (B)(6) 2018. The pain and drainage persisted and increased therefore the patient presented to the emergency department (ed) on (B)(6) 2018. Cultures were positive. The patient was given vancomycin intravenous and merrem. Infectious diseases consulted to manage patient and confirmed patient has (B)(6) driveline infection. An abdominal CT revealed mild soft tissue stranding and thickening surrounding the driveline. The patient will need 8 weeks of intravenous therapy followed by oral antibiotics. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on vad support. A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.